Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. Complaint confirmed via inspection of the returned mayfield skull clamp. The disk ratchet became worn from routine use and moved, causing the teeth within the rocker arm assembly to grind when rotated. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers 3004608878-2020-00594, 3004608878-2020-00595, 3004608878-2020-00596 and 3004608878-2020-00598.

Event description:
This is 4 of 5 reports. A customer reported that when the rocker arm / locking knob of the a3059 mayfield composite series skull clamp is unlocked and rotated, the inner components sounds ratch-like and rotation feels rough and not smooth; as if they are rubbing on themselves or the locking mechanism is technically not unlocked. The issue was noticed before the procedure on (B)(6) 2020 and the staff used another skull clamp. There was no delay in the procedure.